Event description:
On (B)(6) 2010, the pt reported that 2 of her insulin infusion headsets have not been "as sticky" as normal. She said she inserted a headset and it fell out and then the next one fell out after insertion also. She cleans her site area with an alcohol pad and lets it dry. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.